Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an interventional procedure involving the left leg, the side-arm separated from a flexor ansel guiding sheath. After completing the intervention, the side-arm separated when runoff images were obtained. The dilator was not in place at the time of the event. The physician covered the open port with a finger to prevent blood loss. A wire was inserted into the sheath, and the sheath was then removed over the wire. Another 6-french, 45-centimeter sheath was then inserted to obtain two runoff images and then exchanged for a short sheath for ¿right leg run off¿ and closing. A section of the device did not remain inside the patient¿s body. Although the event resulted in additional procedure time, the patient did not require any additional procedures or interventions due to the event. According to the initial reporter, the patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an interventional procedure involving the left leg, the side-arm separated from a flexor ansel guiding sheath. After completing the intervention, the side-arm separated when runoff images were obtained. The dilator was not in place at the time of the event. The physician covered the open port with a finger to prevent blood loss. A wire was inserted into the sheath, and the sheath was then removed over the wire. Another 6-french, 45-centimeter sheath was then inserted to obtain two runoff images and then exchanged for a short sheath for ¿right leg run off¿ and closing. A section of the device did not remain inside the patient¿s body. Although the event resulted in additional procedure time, the patient did not require any additional procedures or interventions due to the event. According to the initial reporter, the patient did not experience any adverse effects due to this event. Investigation evaluation: reviews of the manufacturing instructions and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) due to the lack of a lot number from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook has concluded that there is no evidence of nonconforming product from the affected lot in house or in the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and complaint file, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on examination of the limited information provided and the results of the investigation, cook concluded that a component failure caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.